Event description:
The customer reported that the battery would not stay inserted in the unit.

Manufacturer narrative:
The customer reported that the battery would not stay inserted in the unit. The unit was evaluated at philips, and the symptom was verified. Replacing the battery eject mechanism (battery latch) resolved the issue.